Manufacturer narrative:
The returned device was evaluated and no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. During the inspection it was noted that the soft cannula was flattened. The flattening of the soft cannula did cause a leakage and did not contribute towards the reported symptom codes. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 25.2 mol/l (454mg/dl)while wearing the pod between 5 and 24 hours. When removed from the infusion site (back), the pod was reportedly leaking and the adhesive had caused irritation to the skin. As treatment a new pod was applied.